Event description:
It was reported that during a video assisted thoracoscopy procedure the tip fractured. The fractured pieces were removed from the patient. The procedure was completed with a like device. There was no consequence to the patient.